Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied on the small intestine during an intestinal loop reconstruction procedure, the device did not fire. The stapler did not cut the tissue. The product was replaced with a same one to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the center bar had retracted in the retainer. No single use loading unit (sulu) was received. Functional evaluation could not be performed due to the center bar in the retainer. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the center bar retraction condition may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. The instructions for use (IFU) includes instructions for after the firing, which includes returning the firing knob all the way back to its pre-fire position. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied on the small intestine during an intestinal loop reconstruction procedure, the device did not fire. It was noted that the stapler did not cut the tissue and the staples did not deploy. The black pusher thumb piece could not be moved at all. The product was replaced with a same one to complete the case. There was no patient injury.